Event description:
Solicited call pt stated that her pump stopped working during the infusion and had to complete it manually. No adverse effects noted. Pt do not miss a dose pump is being returned and a new pump shipped out. No add'l info, serial number was not provided. Solicited call, pt reported that the pump stopped working during the infusion and it had to be completed manually. No adverse effects reported. Dosage was not missed. No add'l info or serial number provided. Reported cvs/caremark by pt/caregiver.